Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-00759. It was reported that patient experienced uncomfortable stimulation after a fall. Reportedly, the leads had migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, both octrode leads passed all electrical testing and setscrew marks were present on the insertion contact, indicating they were secured. No root cause was identified for the reported event.